Event description:
Additional information was received from the rep on 2022-12-28 reporting that the issue was not resolved yet and they were currently assessing. Rep will be meeting for reprogramming with the patient on (B)(6). Additional information was received from the rep on 2023-01-11. The rep reported the patient did not get pain relief from their ins. Rep reported the patient's impedances were "a little high" but not out of the "normal" range. No additional information was provided at the time of the call and the issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal indications. Rep reported seeing a patient with an elective replacement indicator (eri). The patient was at 12ma and 14ma for intensity. The caller noted the 0 electrode was around 3,000 ohms and patient was programmed to that electrode. Caller indicated the other electrode impedances were less than 1200 ohms (most at the 800 ohms range). Rep reprogrammed the patient to low dose (tonic stim settings) and cycling 5 min on and 20 min off. The patient was sent home to see if therapy benefit was seen. Rep reported there was an improvement. Rep inquired about eri and longevity. Rep reprogrammed an eri patient with lower settings. When she performed an estimate of battery life it was 2 years. Today, she met with the patient and reports the longevity is still at 4 months. Rep will check with colleague to see if updates to remaining battery life are similar to percept and that it takes 7 days of usage for the battery estimate to update. Additional information was received from a manufacturer representative (rep). The rep reported that eri was the message that was seen. The rep clarified that the impedances were not out of range according to the impedance check but the numbers where greater than 3000 on some of the contacts therefore oor became the issue with the increased intensity requirement for paresthesia. The cause of the impedance issue was not determined, rep stated they don¿t know why the impedances read what they read. The information was confirmed with a physician. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was programmed using contacts that were in the 1000 range and the intensity was turned up until oor was reached and then left there. Cycling was confirmed and estimator said 2 years for longevity. Rep has yet to see if that programming will be be effective enough for the patients pain management. They are still evaluating.

Event description:
Additional information was received from the rep. Rep reported that the tonic programming was not effective enough in the patient's opinion. Pt was reprogrammed for dtm for their left lead only, because their right lead migrated south a couple vertebral bodies. After evaluating their new dtm programming, pt said they had some pain relief but not enough in their opinion. Rep and pt were awaiting a follow up appointment with their hcp for next steps.

Manufacturer narrative:
Continuation of d10: product ID 977a260; serial# (B)(6); product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that eri message still comes up on the patients programmer. Rep put the patient on tonic programming on the 3rd and the patient is currently evaluating its effectiveness. Rep and patient will have a follow up appointment.

Event description:
Additional information was received from the rep. Rep reported that patient is planning to replace vanta with intellis and having the migrated lead revised. Rep will update when they have a surgery date.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they went through a second surgery to have the rechargeable implant put in, and that they discovered a lead wire had slipped down, so the leads were also replaced.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot#/serial# (B)(6) product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.